Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary administration set, the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: additional info received on 18-july-23. All product was found on tuesday 7/11 with the exception of a broken sample that happened on thursday 7/12. It is the same lot as one already provided and can be included in the return with the label already received. No patient or medication was involved. It had been primed with normal saline and snapped while being moved to the table to await medication.

Manufacturer narrative:
H6: investigation summary the customer reported the tubing snapped during priming with ns. The sample was returned without the tubing, only the separated drip chamber. Complaint verified. There is a project at the plant to address drip chamber separations on this material caused by solvent application. There was a lack of solvent applied to the connection on this set. The project is addressing the solvent application process and the equipment involved. Device history record review for model 10013364t lot number 22119295 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd secondary administration set, the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: additional info received on 18-july-23: all product was found on tuesday 7/11 with the exception of a broken sample that happened on thursday 7/12. It is the same lot as one already provided and can be included in the return with the label already received. No patient or medication was involved. It had been primed with normal saline and snapped while being moved to the table to await medication.